Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose on november 30, 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer got up to 400 mg/dl, then went down to 200 mg/dl after being treated for the low. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for this incident. The insulin pump will not be returned for analysis.